Manufacturer narrative:
The event date is unknown. Concomitant medical products: product ID: 3708660, serial/lot #: (B)(4), ubd: 06-mar-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 06-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an infection. The implantable neurostimulator (ins) and both extensions were explanted. The physician is trying to salvage the intracranial leads. The patient is being put on an antibiotic regimen and will evaluate the patient in the near future for re-implant. The explanted products were discarded. Additional information was received on (04/01/2020 stating the patient was first seen on (B)(6) and the patients first seen on (B)(6) and the patient's wife described a fluctuance around the implantable neurostimulator (ins). Although the incision was well healed, they were describing some tenderness ascending up their right lateral neck along the extension lead tract. Labs revealed increasing leukocytosis, elevated esr, and elevated crp. The physician believes the infection would have originated around the ins or along the extension lead tract. The patient has a history of infections as described in the initial note from (B)(6) 2020. Given the patient's lab values, symptoms, and history, the decision was made to remove the system before the intracranial leads were involved.